Manufacturer narrative:
(B)(4). Date sent: 3-26-2012. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and present with the remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code 5. The clamp arm was detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was functionally tested with a generator and an error code 5 was displayed. There were no issues with the switch buttons during functional testing. Probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The device was disassembled and no switch buttons issues were noted.

Event description:
It was reported that during a hemicolectomy procedure, the device stopped responding to the hand control button. Gen04 generator was used. The case was carried out by using another device. There were no adverse consequences for the patient.